Event description:
It was reported during retreatment of a previous coil embolization procedure, the coil protruded from the vessel due to the shape of the aneurysm. A stent was placed to pin the coil tail against the vessel wall. The procedure was successfully completed. The current condition of the patient is unknown.

Manufacturer narrative:
(B) (4): request made for coil protrusion.

Event description:
It was reported during retreatment of a previous coil embolization procedure, the coil protruded from the vessel due to the shape of the aneurysm. A stent was placed to pin the coil tail against the vessel wall. The procedure was successfully completed. The current condition of the patient is unknown.

Manufacturer narrative:
The device history record review confirms that the unit met all material, assembly and performance specifications. The device was not returned for analysis as it was implanted. The user appears to have followed all directions for use (dfu). No issues were reported advancing or detaching the coils. The patient's anatomy was not tortuous, the delivery wire was not rotated and the correct size coils were selected as stated by the physician. In addition the physician felt the shape of the aneurysm most likely contributed to the coil prolapse. Therefore, the most likely root cause of this issue is procedural issues encountered by the physician which limited the performance of this device. As a result the most probable cause was determined to be related to operational context. (B)(4).